Manufacturer narrative:
The investigation concluded that a higher than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54360, using vitros amon slide lot 1019-0259-0221 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Atypical within-lab vitros amon quality control performance was observed on the amon slide lot. An ortho field engineer performed a microslide incubator decontamination procedure and following this action acceptable within-run amon precision results were obtained and within-lab precision testing improved. The cause of the microslide incubator contamination was not determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1019-0259-0221.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54360, using vitros amon slide lot 1019-0259-0221 on a vitros 5600 integrated system. Biorad level 3 amon result of 412.9 mol/l vs. The expected result of 244.0 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).